Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Manufacturer narrative:
Correction - b5: medwatch information. Correction - e4: report sent to FDA. Correction - g2: medwatch number. Correction - h10: medwatch number. Correction - h11: reporter elected not to be identified. Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified.

Event description:
Medwatch number mw517781. Initial reporter elected not to be identified.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.